Event description:
Facility reports that while transferring a resident using a viking m, that an incident occurred. According to the cna, the sling had been applied correctly and the lift was brought in and set up over the pt. Before they started, the wheels of the lift were locked. After applying the loops of the sling to the lift they started the transfer. When the pt was approx. 8-12" off the bed the scale adaptor broke and the resident fell back to the bed unharmed.

Manufacturer narrative:
Until the component is analyzed by the manufacturer, no determination can be made as to what caused the reported incident.